Event description:
The device was used a thoracotomy procedure. It was reported by the affiliate that the device would not cut. There was no pt consequence.

Manufacturer narrative:
H6; code 400: bent cartridge lockout tab. Facility experienced an event with your endopath linear cutters while performing a thoracotomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #972948. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results; batch number; k00v08. Cartridge pan in place/condition; yes/good. Condition of drivers; good. Lockout tabs on pan condition; bent. Position/condition of wedge sleds; fully fired/good. Functional tests & results: condition of clamp first lockout, condition of clamping mechanism, condition of firing mechanism, condition of knife, and condition of wedge bands; good. Is hyper lockout condition present; no. Analysis conclusion: based upon the info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not cut" during surgery. The instrument was returned in good physical condition. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. The returned cartridge had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted or that it was not replaced after initial firing. When this occurred, the lockout tab on the cartridge became damaged. If the instrument's firing cycle is interrupted, released, then restarted, the cartridge will lockout and a new cartridge should be loaded into the instrument. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.